Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. It was reported that prior to pt use, it was noted that there were "no alarms when powered on." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.